Event description:
It was reported "PICC line placed in the patient on (B)(6) 2022. On (B)(6) 2022, during a visit to the room, the nurse observed a leak from under the dressing. When the dressing was removed, the nurse observed that the PICC had become detached at the connection between the external part of the device and the internal tubing. The PICC was then removed, and a small hematoma was found, with no sign of local superinfection. At d+5 a new PICC was installed in the patient". Additional information received: the affected device was removed from the patient's arm on (B)(6) 2022, it was used to administer antibiotics (cefepime and metronidazole); the device is therefore contaminated with blood and antibiotic residues.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz3502 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter detachment is confirmed; however, the exact cause is unknown. One 4 fr single lumen groshong nxt catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The catheter was observed to be detached from the connector, which was returned assembled. No segment of catheter could be seen within the assembled connector. A microscopic observation revealed no damage on the two-piece connector. The connector was disassembled, and no catheter pieces or segments were observed within the distal connector piece or on the cannula of the proximal connector piece. The distal connector piece was bisected and the compression sleeve within was observed to be advanced into the tapered region of the internal locking mechanism. Blood residue was observed within the distal connector piece and on the metal cannula of the proximal connector piece. Striations were observed on the proximal end of the catheter tubing, indicating it had been trimmed. While a specific root cause of the apparent catheter detachment could not be determined from the evidence observed on the returned sample, possible causes include incomplete or incorrect assembly of the catheter and connector pieces and/or excessive pulling force on the catheter once assembled. H3 other text: evaluation findings are in section h11.

Event description:
It was reported "PICC line placed in the patient on (B)(6) 2022. On (B)(6) 2022, during a visit to the room, the nurse observed a leak from under the dressing. When the dressing was removed, the nurse observed that the PICC had become detached at the connection between the external part of the device and the internal tubing. The PICC was then removed, and a small hematoma was found, with no sign of local superinfection. At d+5 a new PICC was installed in the patient." Additional information received: the affected device was removed from the patient's arm on (B)(6) 2022, it was used to administer antibiotics (cefepime and metronidazole); the device is therefore contaminated with blood and antibiotic residues.